Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the handle was still in pre-deployed position and there were no slacks on the sutures. The marker tube appeared normal and the marker port was not occluded; however, there was dried blood on both coiled suture lumens. During testing, the marking and guidewire patency were performed and the device was patent. Based on the investigation findings, the device performed according to specification. The root cause for reported complaint could not be determined. The most probable root causes for no marking is the marker port is against the artery wall, tissue might be obstructing the marker port, track is not properly prepared, puncture may not be in common femoral artery (puncture too high or low) and the artery is deeper than expected. No manufacturing or quality issue was detected. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there were no similar complaints within this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(6).

Event description:
It was reported that a physician trained in the use of the prostar xl device attempted a preclose procedure for a abdominal aortic aneurysm repair. Reportedly, blood did not mark from one of the two suture lumens. The lumen was washed with a heparined saline solution, but there was still no blood flow from the suture lumen. The device was removed and a second prostar xl was used to complete the preclose procedure. There were no reported adverse patient sequela. Though requested, no additional information was provided.